Event description:
The user facility reported a 72-year-old male was implanted with an impella 5.5 device for mechanical circulatory support. It was documented that the persistent signal issues were encountered and that the optical sensor was not reliable. As a result, the pump was explanted and a new device was placed for ongoing support. There was no patient harm or injury as a result of the noted issue.

Manufacturer narrative:
The pump was returned and an evaluation was completed. A review of the data logs indicated that the sensor was initially working. After 15 minutes of support, the raw ps drops to -32768, lamp increases to 100%, and snr drops to zero. Product was returned and showed the sensor working without issue, with 5s parameters within specification. The patient cable was slightly unplugged from the optical receptacle, and the 5s parameters in the data logs mimic those from the case. Thus, the root cause of the ps issues is due to the patient cable becoming unplugged. This report is being filed as part of a retrospective review of historical records.